Manufacturer narrative:
The implants were not returned to the MFR for eval. The sales rep was present for the surgery conducted in 2007 and observed the explanted anchors. Both appeared to have properly implanted with suture lock deployed as evidenced by visual examination. It was noted that the bone lock mechanism (the "wings") had broken off of the anchors. Arthrocare reviewed prod complaint data for this failure mode. Incident rate is less than 1%. No conclusion can be confirmed related to this incident. This MDR is for one of two devices that exhibited failure modes during the surgery reported five days later. The report for second device used is submitted under cross reference MDR 2032380-2007-00012.

Event description:
In 2007, arthrocare rec'd a report involving a minimagnum knotless fixation device. During the initial labral repair surgery, three bone anchors were placed arthroscopically to the right shoulder injury with dislocation. Pt experienced pain postoperatively, but it was considered to be normal surgical pain. The pain persisted. Five days earlier, a second surgery was performed. Of the three implants, the medial anchor was intact and in place. The proximal and distal implants were loose from their bone hole. The two loose anchors were explanted.